Event description:
Per the complaint recipient, on (B)(6) 2012 a lumbar fusion was performed. The locking plate later disassociated from the crossbar plate and a revision surgery was performed on (B)(6) 2013.

Manufacturer narrative:
(B)(4).